Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Diopter: -10.0. Pt weight: unk. (B)(4).

Event description:
Reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens into the patient's right eye (od) on (B)(6) 2015. The reporter indicated that the vault of the lens was excessive and there was a rise in intraocular pressure. The lens was exchanged for a smaller lens on (B)(6) 2015 and the problem was resolved.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found no visible damage to the lens. (B)(4).